Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during the emergency endovascular treatment of a ruptured thoracic aortic aneurysm. Left subclavian coil embolus was also preformed, (placement from zone 2) with vnmf3434c174 and vnmf3737c174 stacked and successfully implanted. No signs of leakage was observed. As ascending movement was noticed to be increasing, a replacement was completed at a later date. This was not related to the devices as it was present prior to implant. It was reported during emergency medical consultation over three years later , the patient was hospitalized due to a taa rupture. Follow up imaging confirmed a type ia endoleak in the stent graft vnmf3737c174tj . Intervention was attempted; however, it was abandoned due to a poor access. Embolization was performed using a coil and nbca at the leak site. Per the physician the causes of the rupture and type ia endoleak are undetermined.  No additional clinical sequalae were provided and the patient will be monitored.